Event description:
It was reported that approximately 37 months post implant of a bifurcated device the patient developed a right iliac aneurysm which was found during routine CT follow-up on an unknown date. During the angiogram to repair the right iliac on (B)(6) 2014 it was discovered that the left iliac anatomy had changed which was causing limited flow to the patient's left leg. The physician elected to repair the left iliac with a limb extension on (B)(6) 2014. The patient did well during the procedure and was doing well post procedure.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there was adequate medical documentation and there were suboptimal imaging studies available for this review. Cautionary product use conditions that might have contributed to this event included: multiple patent lumbar arteries; tortuous bilateral iliac arteries; and, chronic renal disease and the inability to tolerate contrasted surveillance. The longevity of the device coupled with this patient's medical history might have contributed to this event in the form of disease progression and/or aortic remodeling. Thirty seven months post implant, there was substantiating evidence of: an unknown endoleak due to an aortic aneurysm sac increase (non-contrasted CT scan); a new right iliac artery aneurysm; right-sided claudication in leg and buttock (complications); new distal left iliac aneurysms with threatening thrombosis (complication). The physician noted a possible type ii or ib endoleak within that area of the right iliac; those images were not available for review. There were three separate subsequent events were associated with this event: a diagnostic angiogram; a right iliac limb extension, and a left iliac limb extension. Of note, an aortic extension was used within the right iliac artery, which might have represented product use that was incongruent with the IFU. The patient was discharged home on post-operative day twenty on antiplatelet therapy. It was not clear as to why discharge was delayed. The patient had a history of cardiac and renal dysfunction. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be conclusively determined. However, patient existing condition (chronic kidney disease, inability to tolerate contrasted surveillance and use of antiplatelet therapy) might have contributed to this complaint.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.